Event description:
A device report from (B)(4) indicated a hosp in (B)(6) reported: pt was implanted with construct on an unk date. It was discovered post operatively a fracture had occurred level unk on an unk date, where two screws were implanted. Pt was returned to the operating room on an unk date for revision. The construct was extended by two levels, levels unk. During the procedure surgeon did have some problems with the locking caps not tightening. The procedure was completed. This is one of two reports for this event.